Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips (2 vials) were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer's son in a follow-up call on 12-jan-2023 to inform him that refund request had been approved and is in process. Note 2: manufacturer processed refund to customer on (B)(4) 2023.

Event description:
Consumer reported complaint for error message (e-3). Call was transferred from retailer (walmart). Son is calling on behalf of the customer. The e-3 error has been occurring for the past week. The test strip lot manufacturer¿s expiration date is 04/30/2024; product storage and open vial date were not disclosed. The customer feels well and did not report any symptoms. Son stated that on (B)(6) 2023, the customer had been unresponsive and 911 had been called. When paramedics arrived, they had tested customer's blood glucose using their device and had obtained a result of 20 mg/dl (fasting/non-fasting status was not disclosed). The diagnosis was low blood glucose and customer was taken to the hospital. No further details were provided. Son declined replacement, stating the va was sending one, and requested a refund.

Manufacturer narrative:
Sections with additional information as of 27-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.